Event description:
It was reported that the implant fractured resulting in the crown loosening on top. Implant was removed and the patient will return for a new implant. Tooth #31.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight not provided. PMA/510k: additional 510(k) number is k101880.

Manufacturer narrative:
One imp,tsv,4.7,10,mtx,mg (tsvtwb10) was returned for investigation. Visual evaluation showed a fractured implant identified at the collar. Excessive bone on threads. Functional testing could not be performed since the product was fractured. The reported device had been placed on tooth #31 (universal) for approximately 2 years. Implant was placed in a grafted site. Patient reported clenching and bruxism. X-ray & picture evaluation: x-ray or picture image was not provided. Review of appropriate documentation: documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Information identified: contraindications & precautions. Per the applicable IFU, it is stated that improper techniques, severe bruxism, clenching, and overloading, may cause component fracture. DHR review: DHR review for the lot (1223366) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (1223366) for similar events (complaint category keywords: dental: functional: fracture: implant) and no other complaint was identified. Post market trending review: july post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed. Sections updated: b4: date of this report. G3: date investigation results were received. G6: type of report and follow up number. H2: follow up type. H3: device evaluated. H6: adverse event problem codes. H10: manufacturer's narrative.

Event description:
There is no update to the original complaint description provided.